Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture (loc) at maximum device output, noise and pace impedance measurements greater than 2,000 ohms. Diagnostic imaging revealed a possible lead fracture in the area of the first rib and clavicle. An invasive procedure was performed. The lead was capped and surgically abandoned. A new ra lead was successfully placed without incident. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.